Manufacturer narrative:
(B)(4) date sent: 1/3/2017. Additional information requested and received: what were the indications for surgery? Bariatric surgery. In what procedure was the device used?sleeve gastrectomy. What color cartridge(s) was used? Unknown (he uses different cartridges depending on the tissue). Was buttressing material used? No. Were there any staple formation issues in primary or secondary surgical procedure? If so, please describe the issues. He didn't notice just saw the opening. How was the leak identified? Surgery. How was the leak addressed?suture. What is the current patient status? Supposed to get discharged today.

Event description:
It was reported that following an unknown procedure, the patient came back after a week with a leak from the staple line. When the surgeon went in to repair, he saw a small leak. The patient is still in the ICU.